Event description:
Boston scientific received information that this right atrial pacing lead exhibited increased threshold measurements. A chest x-ray showed the lead may have dislodged. No adverse patient effects were reported.

Manufacturer narrative:
An invasive procedure was performed and this lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.